Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported during the procedure, when inserting the screw, the driver tip broke. The surgeon was unable to remove the broken piece of the driver tip; therefore, the broken piece remains in the patient. The device information for the screw is unknown. This report is related to report number 3025141-2022-00346 for the driver involved in this event.